Manufacturer narrative:
Based on the limited information available for this case, it is not clear what role, if any, the use of lava ultimate may have had in the reported outcome. Other patient factors, such as prior tooth history, may have played a role in the need for the root canal therapy.

Event description:
On (B)(6) 2017, a dentist reported the case of a patient (age and gender not provided) who required root canal therapy on a tooth which had a lava ultimate crown. Prior to treatment, the patient reported sensitivity under the crown and decay was discovered to the root. No further information on the date of seating, date of failure, or tooth history was provided to 3m.